Event description:
It was reported that pump screen was dark and would not turn on, and caller stated pump button was extremely difficult to press and often required multiple presses for screen to turn on. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to remove pump from case and try specific button-pressing steps, and when issue persisted, pump was confirmed in warranty and replacement was arranged; customer planned to use multiple daily injections as backup, was instructed to place pump in storage mode and return it with a prepaid label, and was advised to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.